Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bar bent after first use. Incident occured during surgery, but there was no patient harm. This is complaint 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.